Manufacturer narrative:
(B)(4): the pump passed analysis testing. This pump was within the serial number range that could produce a septum leak if the needle was inserted at the edge of reservoir fill port and deflected off the chamber area. Punctures in this area are not conclusive evidence that a septum leak occurred only that the potential existed. Close inspection of the septum showed punctures at the juncture of the septum and metal ring and needle skid activity near fill septum. Analysis did perform a test with a needle inserted at the edge of the reservoir fill port, otherwise known as the septum, and deflected off of the chamber area and no leak was detected. For this reason analysis found no anomalies with the pump. H6: conclusion code 11 no longer applies to this event.

Event description:
It was reported the patient had a normal refill on (B)(6) 2015. The patient called their healthcare professional (hcp) an hour later due to an uncomfortable feeling. Overdose symptoms were reported. The hcp told the patient to go to the hospital. After a few hours, the reservoir was checked and 8 ml were missing. The medication in the pump was change to saline and the pump was filled again. The next day, the pump was missing 4 ml of volume. The morning of this report, the pump was filled with again filled with saline under ultrasonic surveillance. They have not found a leakage. Another volume discrepancy was reported (erv=19.5 ml, arv=12 ml) but, the time of this discrepancy was not reported. The patient was hospitalized and the pump was replaced. During the surgery, the catheter was checked with iopomiro, and there was no leakage found on the dorsal side of the patient. The pump and part of the catheter was explanted. The spinal segment remained implanted. The pump was used to deliver morphine, clonidine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.